Manufacturer narrative:
Added g3/g4, h1/h2. Corrected e1: address line 1.

Event description:
The following was reported to gore: on an unknown date, the patient had an unknown endovascular aneurysm repair (evar) procedure utilizing a gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2023, the patient underwent an endovascular reintervention in zone 9- infrarenal to treat an aortic aneurysm. Reportedly, the physician completed an angiogram and decided to extend distally the original graft (contralateral leg) that ended up 2cm before to the hypogastric due to some thrombus in the limb that extended into the patient's right common iliac. Even though there was no endoleak that was identified via angiogram and no aneurysm growth, the physician decided to still place a gore® excluder® aaa endoprosthesis (contralateral leg plc201200) within the current device from near the flow divider to prevent any issues with thrombus and extend the device to the origin of the right hypogastric. The device was placed successfully, and the patient tolerated the procedure well. Patient is reported to be doing fine.

Manufacturer narrative:
H6: code b20 - the device remains implanted and was therefore not available for engineering evaluation by gore. C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. B22-type of investigation (insufficient information available) . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.